Manufacturer narrative:
This medwatch report is being retracted as the event / complaint is a duplicate. Medwatch report number 2017233-2020-01143 was submitted previously to report this event / complaint.

Manufacturer narrative:
User facility voluntary event report #mw5095653. Review of device manufacturing record history review is in progress. The device remains implanted; therefore, direct product analysis is not possible. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)].

Event description:
On (B)(6) 2020, a patient was being treated in an emergent case due to a right-side retroperitoneal bleeding. As reported, the patient's vessels were heavily calcified. Using a short 8fr sheath (unknown brand), a gore® 8mm x 10cm viabahn® endoprosthesis (viabahn device) was advanced over a wire from the contralateral side to treat the right external iliac artery. However, the sheath and viabahn device got caught on the calcification. At this time, the viabahn device unexpectedly 'self-deployed' in the left external iliac artery. A balloon was inserted and an angioplasty was performed within the viabahn device. The short 8fr sheath was then exchanged for a long 8fr sheath. A second viabahn device (8mm x 10cm) was advanced over the wire into the right external iliac artery. It was deployed under fluoroscopy with no issues.